Event description:
It was reported that the right ventricular lead exhibited poor sensing. R-waves were between 3 and 4 mv. Lead impe- dance was decreasing and was at 211 ohms. The lead was ex- planted and replaced.